Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced a blood glucose (bg) level that was "high" (specific value was not provided). Reportedly, the customer alleged the pump did not correctly calculate a bolus resulting in the high bg. Customer gave a correction bolus via the pump to address bg level. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the cause of the high bg was unknown. No additional patient or event information was available. Customer reverted to an alternate form of insulin therapy.